Manufacturer narrative:
Evaluation results: one fluid warming level 1 hotline disposable was returned for investigation in used condition. The sample was visually inspected at a distance of 12 to 24 inches, and under normal conditions of illumination. The inspection did not reveal any physical defects. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No fault was found with the device.

Manufacturer narrative:
Other, other text: device evaluation in progress.

Event description:
It was reported that during a pre-use check of the level 1 hotline disposables, the customer noticed that the infusion bag-side connector was loose. There was no patient involvement.

Manufacturer narrative:
Evaluation results: one fluid warming level 1 hotline disposable was returned for investigation in used condition. The sample was visually inspected at a distance of 12 to 24 inches, and under normal conditions of illumination. The inspection did not reveal any physical defects. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No fault was found with the device.